Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited varying and high threshold, low r-waves, noise, and non-physiological timings were recorded with oversensing. The lead remains in use. No patient complications have been reported as a result of this event.